Event description:
Per the clinic, the patient reported pain at the site of the implant. The results of an integrity test indicate the device is functioning according to manufacturer¿s specifications. The results of a CT scan indicate part of the electrode array is outside the cochlea. Explant and reimplantation is planned, but had not taken place at the time of this report in 2009.